Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information noted that the atrial and right ventricular leads were successfully explanted and replaced on (B)(6) 2018. The patient's condition has improved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that asymptomatic patient's atrial and right ventricular leads exhibited loss of capture and loss of sensing. The patient was brought into the hospital and an x-ray identified the leads were dislodged. The patient was a confirmed twiddler. The physician deactivated all pacing and high voltage therapy on the device. Lead repositioning was discussed. Patient would continue to be monitored. No further information was provided.